Event description:
Pt reported vomiting after implant of a band. The physician told the pt, the band had slipped and removed the device.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: 10/21/2009. The product associated with this report has not been returned. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."